Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: (B)(4) , was selected. Was the patient consequence code selected correctly? Can you clarify how the device was removed from the tissue when it would not open? Were the device jaws eventually opened?

Event description:
It was reported that during a semi-open pancreatectomy, the cartridge could not be removed after the first firing on the pancreas since the jaws did not open. The cartridge was white. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Endo linear cutters. Correct to: powered echelon plus enoducutter.

Manufacturer narrative:
(B)(4). Batch # n54l3r. The analysis found that one psee60a device was returned in good visual condition and with one gst60w cartridge reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.